Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the operation check failed. The fse evaluated the device onsite. It was determined that the operation check failed due to a malfunction of the speaker assembly. The fse replaced the speaker assembly and the device was returned to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was malfunction of the speaker assembly. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse replaced the speaker assembly and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.